Event description:
It was reported that the intra-aortic balloon (iab) was unable to be inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated field(s): patient sex, date of birth, age at time of event, age units (patient), weight., weight (units) date of event the device has not been returned to the manufacturer so we are unable to complete an evaluation. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was unable to be inserted. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.